Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the clip was deployed; however it did not separate from the catheter. The physician had to pull the clip off the tissue in order to remove the device from the patient. No additional bleeding or tissue damage was caused by this event. The procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.